Event description:
Customer stated that they discovered a broken bag prior to infusion. Additional information received from customer. Hbpa cells were being stored for patient use. The cells were not administered to the patient. The surgeon's intended dose was 4mil count, but they only had an actual dose of 3mil available. It is unknown at this time if the patient engrafted as expected. The patient did not require remobilization. No adverse consequences has been reported at this time. The bag fill volume was 100ml. It was filled in 2001. It was noticed to be broken on (B)(6) 2009. The product was transported to the facility in a controlled vapor phase container, and was visually inspected for damage 1 or 2 days prior to infusion date and no breakage was noted at that time. The breakage was noticed after removing from storage container prior to thawing. Bag was stored in metal cassette for 8 years in vapor phase between -190c to -180c. Additional information regarding patient engraftment has been requested.

Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a cryocyte bag breakage that occurred during storage. There is no information of any patient adverse outcomes at this time. The product in the broken bag was not infused so, there is no risk regarding a break in sterility and a resulting infection due to the product being exposed to the outside atmosphere. As in all cases of cryocyte bag breakages during storage, there is the potential of loss of engraftment or delay in engraftment with the loss of product. This puts the patient at greater risk. As such, a breakage could potentially cause or contribute to an event if it were to reoccur. An attempt should be made, if possible, to obtain the patient outcome. (B)(6).